Event description:
It was reported that the lead exhibited a high capture threshold and a decrease in r-wave amplitudes. The lead was found to have dislodged. The lead was replaced after repositioning was unsuccessful. The patient was in good condition following the procedure.